Event description:
Patient required ventilator support. When attempting to set up the equipment including the breathing circuit it was noted that the package label was not correct. Package stated "pediatric breathing circuit" but was actually "adult" circuit. Inaccurate labeling of critical product could lead to delay in patient management.